Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained results of 23mg/dl. The expected non-fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is 9/25/17. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) review meters memory: result 1 : 23mg/dl date:(B)(6) 2017 time: 7:07am non-fasting. Result 2 : 67mg/dl date: (B)(6) 2017 time: 7:06am non-fasting. Result 3 : 100mg/dl date: (B)(6)2017 time: 10:13am fasting. Result 4 : 126mg/dl date: (B)(6)2017 time: 2:48am undisclosed. Result 5 : 119mg/dl date: (B)(6) 2017 time: 5:07am fasting. Customer called in states the meter is reading low. Customer states the meter read 67mg/dl and 23mg/dl back to back non-fasting. He did not feel symtoms of low blood sugar. Customer states his normal range is 100-130mg/dl non-fasting. Customer denies the need for medical assistance at the time of call and denies signs and symptoms of hypoglycemia at the time of call.the date and time of the meter was not set correctly.